Manufacturer narrative:
Correction to h6 based on additional information received. The device was returned to edwards lifesciences for evaluation. Visual inspection revealed the following visual observations: esheath distal tip split and esheath fully expanded as designed. Due to the nature of the complaint, dimensional testing and functional testing was performed. A device history record (DHR) review did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. A lot history review revealed one similar complaint. However, no instructions for use (IFU)/labeling/training manual inadequacies or manufacturing nonconformance were identified. Available information suggests that patient factors, (calcification, tortuosity) may have contributed to the reported similar complaint. Therefore, no corrective or preventative actions, nor product risk assessment is required at this time. During manufacturing, the device undergoes multiple 100% inspections. In addition, the work order underwent functional product verification testing on a sampling basis as a requirement for lot release. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. The 3mensio imagery was reviewed and showed the following: calcification present in the access vessel and abdominal aorta. The access vessel minimum luminal diameter (mld) was smaller than 5.5mm due to calcification. Edwards has provided guidelines or instructions to physicians in the IFU and training materials. A review of applicable content revealed that the labeling/IFU/training materials adequately provide warnings and instructions for use and contains the correct content regarding the reported complaint event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for esheath distal tip split was confirmed through the returned device evaluation. However, no manufacturing non-conformances were identified in the evaluation. A review of DHR, lot history, and complaint history showed no indication a manufacturing non-conformance contributed to the event. No IFU/training manual deficiencies were identified. As no damage was observed on the sheath distal tip during device preparation, it is unlikely this damage was present out of box and was likely a result of patient/procedural factors. In this complaint event, 'the ruptured balloon was brought down to the esheath, but would not completely come back into the sheath'. As calcification was present in the abdominal aorta (the region where withdrawal of the balloon into sheath likely occurred), it is possible that calcification contributed to non-coaxial alignment of the balloon into the sheath tip resulting in tip damage. Additionally, the burst balloon likely had an altered profile which could have caught onto the sheath tip resulting in damage. Available information therefore suggests that patient factors (calcification) and procedural factors (non-coaxial withdrawal, withdrawal of burst balloon) likely contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Neither a product risk assessment escalation, nor corrective or preventative actions are required at this time.

Manufacturer narrative:
Per pre-decontamination findings, the distal tip was split. This is one of two manufacturer reports being submitted for this case. This investigation is still ongoing.

Event description:
As reported by the field clinical specialist (fcs), during a tf tavr procedure for a 26mm sapien 3 ultra valve, the commander delivery system balloon ruptured during deployment. The ruptured balloon was brought down into the esheath for removal, but would not completely come back into the esheath. Approximately 90% of the balloon was captured in the sheath. The physician gently pulled the balloon and esheath out of the vessel and inserted a new esheath. The valve was then post dilated with a 26mm true balloon, and there were no leaks via angio. Additionally, zero catheter gradient was observed and the esheath was removed. A 18f manta closure device was then deployed and an angio of the closure site showed dye extravasation in the left common femoral artery. The patient was converted to a successful cut down to repair the artery.